Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her evis lucera elite xenon light source caused the monitor to turn completely black during a colon procedure. According to the initial reporter, this took place about half way through the procedure while the staff were navigating the transverse colon, the screen went back, causing the spare lamp to come on. Reportedly, after restarting the device, the colonoscopy was completed without any patient harm, using the subject device with poor quality lighting. According to the initial reporter, this event occurred 3 times. This report captures event 2 of 3. The other reports are captured under patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Per the legal manufacturer, the other device defects included in the initial MDR (monitor to turn completely black during a colon procedure) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.